Event description:
It was reported that (1) hp052 was used during a tonsillectomy procedure. It was reported by the rep that hp052 handpiece became uncomfortably warm during use. An sh105 blade was being used. Another device was used to complete the case. There was no consequence to the pt.